Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted on: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right atrial (ra) lead undefined high impedance. A lead fracture was suspected. The ra lead remains in use. No patient complications have been reported as a result of this event.